Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had a cassette lock alarm and downstream occlusion alarm. The product fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition, and a worn upstream occlusion seal. Functional testing was able to duplicate the issue. It was determined that the intermittent downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.